Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x1c alarm after operating for 80 hours. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. No other damages or manufacturing deficiencies were found during the investigation.

Event description:
It was reported that the patient's blood glucose levels reached between 350 mg/dl to 450 mg/dl while wearing the pod between 4 and 24 hours. Patient's father reported the pod's adhesive was not sticking well. As treatment, a new pod was applied.